Event description:
It was reported that a resident fell from the passive floor lift used with passive sling loop during transfer with two careers assisting transfer. The resident sustained a skin tear on the left side of the head and fracture to left collar bone. Additional information provided indicated that the fall occurred at the beginning of transfer and that the resident made a sudden movements/behavior during the transfer. The device was inspected by arjo, and no malfunctions were found that could be related to the fall. Replaced only handset as wiring was exposed. This however is not related to the incident. The customer conducted their own investigation and found that the sling loop may not have been properly secured on one side of the spreader bar leading to loop detachment during transfer. Arjo found that if the loop is placed around the safety latch, not in accordance to the product labeling, the sling can detach and that the detachment occurs in the early stage of lifting of the patient and as soon as the tension is applied to the loop. This is inline with the customer's investigation results. The fall occurred at the beginning of transfer which would indicate an incorrect loop application onto the spreader bar. The spreader bar incorporates safety latches for each of the two hooks. The safety latches ensure that a properly installed sling loop is highly unlikely to detach. Once the loop is placed in the spreader bar hook, it cannot detach as it is secured by the closed latch. Based on gathered evidences, it has been concluded that arjo's investigation corresponds to the customer's results, the labeling of the maxi 500 includes instructions on how to properly attach sling to the spreader bar: "place the attachment loops onto the hooks. Make sure the loops are positioned correctly and that the safety latches are closing the hooks" also passive sling loop instructions for use guide on proper loop attachment to the spreader bar, the following is described in details: "first attach the shoulder loops, then attach the leg loop. Place the loop over the spring loaded latch. Pull the loop down to force the latch to open. Make sure that the spring loaded latch closes completely with the loop inside." The customer provided internal retraining on equipment use after this incident. To sum up, there was no deficiency found on the system (maxi 500 used with passive sling loop), the lift and the sling met their specification. They were used as a system for patient transfer and therefore played a role in the incident, but the incident was not a result of arjo product deficiency. This complaint decided to be reportable due to patient fall from the all day loop sling and serious injury sustained as a result.